Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt of a vessel. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported. Returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous shaft kinks. There are numerous zipper marks/damage along the outer shaft. Functional testing was performed by hooking the device up to an inflation device with water in it. The balloon inflated, but the shaft leaked from one of the zipper marks/damage 12.4cm from the hub. There is no damage to the balloon. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt of a vessel. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.